Event description:
There was no patient involved in this event. End user attempts to perform fsca upgrade on non fsca unit.

Manufacturer narrative:
The history log showed the pad-pak was first installed by the user on the (B)(6) 2012 and that it had performed to specification throughout the history log. The final history log entry was recorded on the (B)(6) 2015. The returned pad-pak was then installed. The device passed an auto self-test and was manually power cycled, passing a further self-test. The device powered off with no warnings given and a flashing green status led. Investigation found no fault with the device. The device was shipped from (B)(4) with software version 3.2.0 installed. This remained constant throughout the history log and is the most recent software version available for upgrade via the heartsine website.